Event description:
The lay user / patient contacted animas alleging that there was no cartridge detected and they were having an issue priming the device. The patient mentioned that he did not develop any symptoms or sought any medical attention due to the alleged issue. The patient mentioned that the pump does not recognize a filled cartridge. The issue was not resolved via troubleshooting and the product was replaced. The complaint is being reported since there is no evidence that the meter caused or contributed to an adverse event since there is no evidence that a serious injury occurred. The complaint is being reported since the alleged issue was not resolved.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Investigation revealed a broken force sensor connection. Unrelated to the complaint, investigation revealed that the bolus button was missing. Insulin can be delivered using the normal bolus feature. This defect is not likely to cause or contribute to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(4).

Manufacturer narrative:
The pump has been returned to animas for evaluation; however evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.